Event description:
It was reported by the customer that identified pcu (8015) module displaying system error code 133.6090 - main speaker failure. Error code persisted after overnight charging. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu unit had a system error code 133.6090 was confirmed through a log review of the suspect pcu unit logs; however, it was not replicated during extensive laboratory testing. The suspect pcu was powered on in the ¿as received¿ condition, no issues or error codes were observed. Power cycle (on and off) the suspect pcu unit twenty (20) times in the ¿as received¿ condition and after charging the battery for twenty-four (24) hours could not reproduce the reported error code. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. A review of the suspect pcu error log was performed, and twenty-one (21) occurrences of error code 133.6090 (main_speaker_failure) were noted from 19feb2025 to 12mar2025. A review of the suspect pcu battery log was performed, and no errors or anomalies were noted on the reported event date. A review of the suspect pcu event log was performed and showed that the device was not used on the reported event date. The event log showed that the system alarmed for error code 133.6090 immediately after power on self-test (post) sequence every time the error code was recorded. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris pc unit (pcu) software runs in self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and retorque screws as required. Please replace the power switching supply as it was observed with flux residue. Please replace the main speaker as a preventive measure. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause for the reported error code 133.6090 was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pcu unit during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that this report lists imdrf annex a09, c0201, d15, g02035 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.